Event description:
It was reported that an easy spray pressure regulator did not function and had smoke coming out of it when it was turned on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device was manufactured in 2005. The device was returned for evaluation. A visual inspection was performed and revealed scratches and other damage to the device. The reported condition was verified. The cause of the condition could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.